Event description:
The customer reported that he passed out the night before and paramedics had given a glucagon shot. The customer stated that his sensor did not alert him when his glucose level was dropping. Assisting the customer in adjusting all the alarms and settings. Reviewed the sensor alert history and found that it was off. The customer stated that he was asleep and could not hear the alarms. Then the customer's blood glucose went low and he was unresponsive. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.